Manufacturer narrative:
Immucor technical support used a remote electronic connection method to view the electronic images of the test wells stored on the galileo echo instrument personal computer on (B)(6) 2015. This remote viewing method determined that all testing well images appeared as they had been interpreted by the galileo echo. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on (B)(4) 2015, the fse determined that the probe was out of alignment and required calibration, the supply tubing was kinked and the 1 ml syringe had some crystalization. As a result, the fse removed and replaced the probe, supply tubing and 1 ml syringe. Calibration was also performed. The fse then subsequently determined that the instrument was operating as expected. On (B)(4) 2015, the customer reported that assertion errors were happening, so the fse then adjusted the lld board for better connection to the probe.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative result when using anti-a (murine monoclonal) series 1 on a galileo echo instrument, when tested on (B)(6) 2015.